Event description:
It was reported that during a remote follow up, post-sensed t-wave oversensing (pstwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pstwos was suspected to be due to the implant wound causing temporary low r-wave amplitude as it heals. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The event was estimated to have occurred in july 2022.